Manufacturer narrative:
(B)(4). Age at the time of event: over. Weight: male more than 80kgs. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was damaged. The lesion being treated was located in the moderately calcified and moderately tortuous distal trunk and ostium of the left anterior descending artery. The physician predilated the target lesion with a 3.0mm emerge balloon catheter, then implanted a 24 x 2.75mm promus premier stent in the target lesion. The stent was fully apposed and deployed. The physician then advanced a guide wire to perform a kissing technique, however it passed through a strut of the implanted stent and deformed it. The deformation was left untreated and the procedure was completed. No patient complications were reported.